Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A DHR review is not required. Refer to CAPA (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that 2 butterflies leaked blood at the top (tubing) end of the white part of the needle from a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter from lot# 6132861. No serious injury, blood or mucous exposure or medical intervention was reported.